Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted a hole in the silicone tubing. The twist clamp was removed by hand and the hole was located between the occluder feet. Functional testing including leak, clear passage, and clamp function testing were performed; leak testing and clamp function testing identified a leak from a hole in the silicone tubing. The reported condition was verified. The cause of the leak was due to the hole in the tubing. The cause of the hole could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing under the white twist clamp of the minicap transfer set broke which resulted in a leak. This occurred during first cycle of ccpd while filling. There was no report of patient injury or medical intervention associated with this event. No additional information is available.